Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to severe and increasing right hip pain and swelling with severe metal on metal reaction around the hip joint.